Manufacturer narrative:
The drill bit fracture occurred intraoperatively while drilling at a steep and constrained angle into dense cortical bone. The drill bit was partially withdrawn when fracture occurred, indicating exposure to combined bending and torsional loading beyond typical axial drilling conditions resulting in an increased bending moment at the exposed portion of the drill bit.

Event description:
The surgeon was at a very difficult angle to drill in the patient with very strong bone and the drill was most of the way out when it broke. Rep stated this was likely because the dual barrel drill guide may have been putting pressure on the drill handle. The broken piece was successfully removed and nothing was left inside the patient.